Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, stent damage was noted. A promus element 3.0x28mm stent was prepped and flushed. The physician then noticed the struts appeared slightly raised in the mid portion of the stent. Another stent was used to complete the procedure. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, stent damage was noted. A promus element 3.0x28mm stent was prepped and flushed. The physician then noticed the struts appeared slightly raised in the mid portion of the stent. Another stent was used to complete the procedure. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. One strut was raised proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A visual and microscopic examination also identified shaft polymer extrusion kinks along the shaft. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)